Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic area pain"), pelvic infection ("pelvic infection") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 12272863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal infection ("acute vaginitis"), uterine leiomyoma ("leiomyoma of uterus"), myalgia ("myalgia") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, vaginal infection, uterine leiomyoma, myalgia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, myalgia, pelvic infection, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and lot number abnormal bleeding (general), infection pelvic, bladder or urinary problems or changes, dysmenorrhea (cramping), vaginal discharge, fatigue, leiomyoma of uterus; acute vaginitis; myalgia; left lower quadrant pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic area pain"), pelvic infection ("pelvic infection") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 12272863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal infection ("acute vaginitis"), uterine leiomyoma ("leiomyoma of uterus"), myalgia ("myalgia") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, vaginal infection, uterine leiomyoma, myalgia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, myalgia, pelvic infection, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic area pain'), pelvic infection ('pelvic infection') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 12272863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, left lower quadrant pain, myalgia, nabothian cyst and uterine fibroids. Concomitant products included docusate sodium and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal infection ("acute vaginitis"), myalgia ("myalgia"), dermatitis allergic ("allergic rash"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches") and visual impairment ("vision problems"), underwent uterine leiomyoma embolisation ("leiomyoma of uterus/uterine fibroid embolization") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, abdominal pain lower, dysmenorrhoea, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, vaginal infection, uterine leiomyoma embolisation and myalgia had not resolved, the back pain, dyspareunia, dermatitis allergic, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, weight increased and visual impairment outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, myalgia, pelvic infection, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma embolisation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: she received treatment for: dyspareunia (painful sexual intercourse), back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy, bladder problems, urinary problems, vaginal infection, vaginal discharge and uterine fibroid embolization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added: dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), allergic rash, gi conditions, hair loss, dental problems, hormonal changes, migraine,headaches, weight gain and vision problems. Event clubbed and pt term updated: leiomyoma of uterus/uterine fibroid embolization. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic area pain'), pelvic infection ('pelvic infection') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 12272863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, left lower quadrant pain, myalgia, nabothian cyst and uterine fibroids. Concomitant products included docusate sodium and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating") and constipation ("constipation"). In 2008, the patient experienced back pain ("back pain,mid low back pain"), vaginal discharge ("vaginal discharge") and periodontitis ("dental problems peridontitis"). In 2010, the patient experienced fatigue ("fatigue,legs felt heavy all over,low energy"), alopecia ("hair loss") and dry skin ("dry patched on my face,dry patches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal infection ("acute vaginitis,vaginal infections"), myalgia ("myalgia"), dermatitis allergic ("allergic rash"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches"), visual impairment ("vision problems"), hot flush ("hormonal changes describe: hot flashed"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal vaginal bleeding"), night blindness ("had to get"), pollakiuria ("changes in frequency"), asthenia ("low energy") and limb discomfort ("heavy legs"), underwent uterine leiomyoma embolisation ("leiomyoma of uterus/uterine fibroid embolization") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("because of my symptoms and the amount of fibroids we agreed on a hysterectomy"). The patient was treated with surgery (hysterectomy,salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, abdominal pain lower, dysmenorrhoea, bladder disorder, urinary tract disorder, vaginal discharge, uterine leiomyoma embolisation and myalgia had not resolved, the genital haemorrhage, back pain, menorrhagia, fatigue, vaginal infection, alopecia and vaginal haemorrhage had resolved, the dyspareunia, dermatitis allergic, gastrointestinal disorder, periodontitis, hormone level abnormal, migraine, headache, visual impairment, hot flush, night sweats, dry skin, night blindness, abdominal distension, constipation, pollakiuria, uterine leiomyoma, asthenia and limb discomfort outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, asthenia, back pain, bladder disorder, constipation, dermatitis allergic, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, limb discomfort, menorrhagia, migraine, myalgia, night blindness, night sweats, pelvic infection, pelvic pain, periodontitis, pollakiuria, urinary tract disorder, uterine leiomyoma, uterine leiomyoma embolisation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: she received treatment for: dyspareunia (painful sexual intercourse), back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy, bladder problems, urinary problems, vaginal infection, vaginal discharge and uterine fibroid embolization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received : following events were added : hormonal changes describe: hot flashed, night sweats, abnormal vaginal bleeding, dry patched on my face, dental problems, had to get progressive lens and I lost my night vision, bloating, constipation, changes in frequency, because of my symptoms and the amount of fibroids we agreed on a hysterectomy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plantiff had surgery to remove the essure implantq). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.